Event description:
It was reported that during a cryo ablation procedure, a ¿clot shape¿ around the shaft of the balloon catheter was observed via intra cardiac echo (ice). It was noted the sheath was not pulled towards the balloon catheter and the balloon was not inflated. Heparin was administered to the patient. The sheath was removed from the patient. The clot then was monitored until it disappeared completely. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were received and analyzed. The data files showed that at least twenty two applications were performed with the balloon catheter on the date of the event with no issues. Also, a system notice indicating that the refrigerant delivery path was obstructed (50012) had occurred during applications. There was a low temperature and low flow profile in multiple applications. The balloon catheter was not returned. In conclusion, the reported event of a thrombus was related to a clinical issue. The catheter was not returned. If information is provided in the future, a supplemental report will be issued.